Event description:
On (B)(4) 2010, isi received user facility medwatch (B)(4) reporting the following. Event desc: the harmonic da vinci scissor grasper: the tip of the instrument broke off during robotic surgery. The tip was retrieved. (B)(4). Robotic assisted left nephrectomy device usage problem: device failed.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was separated from the insert and the hinge feature at the distal end of the inner tube that mates with the clamp arm pins are bent. No parts are missing. The teflon pad remains affixed to arm, but presents some damage around the midpoint where small pieces were removed. The curved blade presents gouge and scratch marks on different sections from the tip to the base. Evidence suggests the insert was misused/mishandled; however, this is not conclusive. No other damage found.